Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Device evaluation summary upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection, the device appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. Complaint was not confirmed. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. On 5/31/2018,the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Additional information received indicated that the patient date of birth is (B)(6), not (B)(6) as originally reported. This was meant to be in the supplemental report submitted 3/28/2018, but was mistakenly omitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted concomitant medical products: right breast implant saline mentor smooth round moderate profile 425cc, lot number:5697880 , catalog number 3502425. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate plus profile 425cc saline breast implants which left side deflated after implantation. Patient felt wetness inside her body and observed that the left side was deflated. As a result, the patient had the device explanted on (B)(6) 2018.